Manufacturer narrative:
Over 18 yrs old. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the mildly tortuous, calcified diagonal (dx) artery. The lesion was predilated with a 2.0 mm maverick2 balloon. The physician attempted to place a 2.25 x 16 taxus express2 atom stent, but was unable to cross from the lad at the ostial dx, due to calcification. Upon removal, it was noticed that a stent strut was lifted. The physician dilated the ostial dx with a 2.5 mm quantum maverick and was able to deploy another of the same size taxus express2 atom stent. No pt complications were reported. Pt status reported as "fine".